Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause could not be determined based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr and lab inr results was reported. The results were as follows: (B)(6) 2016 inratio =1.2. (B)(6) 2016 lab inr =4.5. Therapeutic range=2.5-3.5. On (B)(6) 2016 the patient visited the ER due to swelling in the calf area of the left leg and an inr was taken; the patient was instructed not to take coumadin for a few days based on lab result. It was reported that finger was being milked after the finger stick and the strip may have been touched while applying the sample.